Manufacturer narrative:
Follow-up #1: date of submission 08/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/27/2015 with the following findings: the original complaint could not be duplicated or confirmed. The keypad was uncut and there was no damage observed. All the keys responded appropriately. The keypad cover was removed and there were no defects found with the button contacts. Unrelated to the original complaint, the audio bolus button was torn but was attached to the pump and fully operative.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was also reported that the up arrow, down arrow and ok buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.